Event description:
A customer reported that results from two patient samples obtained using a vitros 5,1 fs chemistry system and a eciq immunodiagnostic system was associated with the incorrect patient name and incorrect assay. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that results from two patient samples obtained using a vitros 5,1 fs chemistry system and a eciq immunodiagnostic system were associated with the incorrect patient name and incorrect assay. The csc reviewed information contained in the ¿sample ID reuse¿ section of the vitros 5,1 fs chemistry system reference guide and the eciq immunodiagnostic system operator guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse. The vitros device did not malfunction.